Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration date and device manufacture date are unknown. However, it was reported that the device was not used past the expiration date. (B)(4) - the reported event of stent buckled. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental report will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent system was used during an esophageal stenting procedure on (B)(6) 2012. According to the complainant, the indication for stent placement was treatment for metastatic cancer. The lesion was located in the distal esophagus. During the procedure, the stent system was positioned within the patient and the first 70% of the stent was deployed successfully. However, the distal 3-4cm of the stent failed to deploy and the stent buckled/kinked. The stent was described as having formed into an "angulated s shape." In addition, the catheter buckled. The scope was again used and additional force was applied. The stent was able to be deployed successfully. Following deployment, the stent straightened with the scope anchoring the proximal segment of the stent. The patient condition following the stent placement was reported to be okay. On (B)(6) 2012, the patient died. In the physician's assessment, the cause of death was due to an esophageal perforation that "probably" occurred during the stent placement procedure. In the physician's assessment, the stent contributed to the death. The coroner was notified of the patient death but no autopsy will be performed.